Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of surgical lights - powerled. The paint was peeling on the double fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer reference number (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. The paint was peeling on the double fork. We decided to report the issue in abundance of caution as any paint particles falling off into sterile field or during procedure may cause contamination. Based on the information provided by getinge technician, the affected surgical light is operational and the customer was provided with a quote for repair. It was established that when the event occurred, the surgical light did not meet its specification due to paint chipping, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of paint chipping is moderate. According to the analysis performed by subject matter expert at the manufacturer¿s, all maquet sas products comply with: - iec 6061-1 ed. 2.0 & 3.0 general requirements for basic safety and essential performance - iec 6061-2-41 particular requirements for the safety of surgical luminaires and luminaire for diagnosis - paint definition pfc066. This procedure defines maquet sas¿ requirements for all painted parts. - disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. For the type of case at hand the subject matter expert at the manufacturer¿s indicates as follows: - this event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. - such troubles should have been detected first by the user during daily and monthly checks. - the current cleaning product must be improved as described in the user manual. - the damaged parts must be replaced as soon as possible. User manual for powerled mentions the recommendations about daily inspection, proper cleaning methodology and preventive maintenance. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any action at this time.